Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Pt had a fall 2 months ago and could not get out of bed 2 days previous. Xray showed broken exeter stem. The stem, head and the trident liner were removed and replaced with a new exter stem, head and liner.